Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received erroneous results for one patient sample tested for multiple analytes on 4 different analyzers: 2 p modules, 1 e module, and 1 core module. On this e module, there was an erroneous result for thyrotropin (tsh) that was reported outside of the laboratory. The sample initially resulted as 5.71 uiu/ml and this value was reported outside of the laboratory where it was questioned by a physician. The sample was repeated on a different e module on (B)(6) 2013 where it resulted as 2.64 uiu/ml. The sample was also repeated a second time on the original e module on (B)(6) 2013, resulting as 2.57 uiu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The customer was asked, but did not provide the tsh reagent lot number or expiration date. The field service representative could not determine a cause. He ran diagnostics. He checked probes and probe baths; these checked ok. He checked the gear pump pressure and this was ok. He ran a precision study and this was ok. The customer ran quality controls and all recovered within range. The system was found to be operational.

Manufacturer narrative:
A specific root cause could not be determined. No hardware failure was determined.